Event description:
It was reported by the aci sales professional that a male patient underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 7f st. Jude ultimum sheath. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the puncture site. The patient was anticoagulated peri-procedure with heparin. Post procedure, the deployer, who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the balloon lost pressure during pull back towards the tip of the sheath (1st stop). The deployer removed the device and converted the patient to 20 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day , with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1203305) indicated that the device lot met all established performance criteria prior to shipment.